Event description:
It was reported that the lead exhibited loss of capture and decreased impedance. A chest x-ray revealed the insulation was abraded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.